Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold out. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the measured patient temperature was different in an arctic sun device.

Event description:
It was reported that the measured patient temperature was different in an arctic sun device. Per follow up information received via mail on 19may2025, the device was scheduled to be repaired on site. The symptoms and problem parts have been confirmed, and repairs are scheduled after confirming the customer's repair request. Isolation circuit card is scheduled for replacement. The symptoms were identified during an equipment inspection and are not related to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation card. The device was evaluated upon receipt. The reported issue was confirmed. When a 37°c temperature simulator was connected to the patient temp. In cable, the temperature displayed on the screen was 35.5°c, a difference of approximately 1.5°c from the simulator temperature. At this time, the patient temp. In cable was confirmed to be normal. Internal failure in the isolation circuit card. Replaced isolation circuit card. This device was evaluated for functionality per (B)(4). The evaluation found no other issues with the arcticsun performance. It passed all tests successfully and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the measured patient temperature was different in an arctic sun device. Per follow up information received via mail on 19may2025, the device was scheduled to be repaired on site. The symptoms and problem parts have been confirmed, and repairs are scheduled after confirming the customer's repair request. Isolation circuit card is scheduled for replacement. The symptoms were identified during an equipment inspection and are not related to the patient.